Event description:
Event [preferred term] (related symptoms if any separated by commas) high blood sugars [blood glucose increased], plunger wasn't moving [device mechanical issue], broken novopen 6 [device breakage]. Case description: this serious spontaneous case from the united kingdom was reported by a nurse as "high blood sugars(blood sugar increased)" beginning on (B)(6) 2025, "plunger wasnt moving(device mechanical jam)" with an unspecified onset date, "broken novopen 6(device breakage)" with an unspecified onset date, and concerned a 19 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart 100 u/ml) from unknown start date and ongoing for "drug use for unknown indication", patient's height: 149 cm patient's weight: 40 kg patient's bmi: 18.01720640. Dosage regimens: novopen 6: fiasp: regimen 1: unk; regimen 2: bolus doses of fiasp to correct blood glucose. Current condition: cystic fibrosis, colonic, intussusception, cystic fibrosis related diabetes procedure: right hemicolectomy, lung transplant. Concomitant medication: humulin I kewikpen(non-codable) subcutaneously, qd; extensive list of cf (cystic fibrosis) related medication. (Unspecified) on (B)(6) 2025, patient's blood sugar (blood glucose) level was high due to broken novopen 6 and plunger not moving. Patient was able to quickly source a replacement pen from hospital pharmacy and a correction bolus dose of fiasp brought glucose levels back to within target ranges. Batch number of novopen 6: pvgew64 . Batch number of fiasp penfill requested. Action taken to novopen 6 was not reported. Action taken to fiasp was not reported. The outcome for the event "high blood sugars (blood sugar increased)" was recovered. The outcome for the event "plunger wasnt moving (device mechanical jam)" was unknown. The outcome for the event "broken novopen 6(device breakage)" was unknown. Reporter's causality (novopen 6) - high blood sugars (blood sugar increased) : unknown plunger wasnt moving (device mechanical jam) : unknown broken novopen 6(device breakage) : unknown company's causality (novopen 6) - high blood sugars(blood sugar increased) : possible plunger wasnt moving(device mechanical jam) : possible broken novopen 6(device breakage) : possible. Reporter's causality (fiasp) - high blood sugars(blood sugar increased) : probable plunger wasnt moving(device mechanical jam) : probable broken novopen 6(device breakage) : unknown . Company's causality (fiasp) - high blood sugars(blood sugar increased) : possible . Plunger wasnt moving(device mechanical jam) : possible . Broken novopen 6(device breakage) : possible. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigational results name: novopen 6 , batch number:pvgew64 a visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery sys-tem. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last preset dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanical functions were found to be normal, the memory display reflected the preset dose. The dose accuracy was measured by weighing by using a random cartridge. The results were found to comply with specifications. The piston rod was working normally. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by "error" after the attempted injection. In the injection to follow ,the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device. Name:fiasp penfill, batch: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information: investigational results were added is nonreportable field updated as no final report check box was ticked expected date of follow up report was deleted follow up information further investigation field comment was added imdrf codes b,c,d,g were added evaluation in light section updated. Final manufacturer comment: 26-sep-2025: the returned novopen 6 was evaluated, and preliminary findings indicated that the piston rod was functioning properly, with normal movement and spinning. Testing was conducted using a random cartridge and a novo nordisk needle, confirming the successful delivery of medication. Mechanical functions were normal, and the memory display accurately reflected the preset dose. Dose accuracy, assessed by weighing with a random cartridge, met specifications. No faults were detected in the device, and due to the limited information regarding the patient's handling of the device, a clear root cause for the reported adverse event cannot be determined. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary name: novopen 6 , batch number:pvgew64 a visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery sys-tem. Visual examination and functional testing were performed. When the dose button was fully depressed, the electronic display showed the last preset dose. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The mechanical functions were found to be normal, the memory display reflected the preset dose. The dose accuracy was measured by weighing by using a random cartridge. The results were found to comply with specifications. The piston rod was working normally. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by "error" after the attempted injection. In the injection to follow ,the attempted but faulty injection the pen will function as normal again if a new injection needle was mounted on the pen immediately before the injection. The observed problem was caused by unintended use of the device.